Manufacturer narrative:
Concomitant products: product ID: 3550-14 lot# n344666, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 55531 lot# n348022, implanted: (B)(6) 2012, product type: screening device. Product ID: 37744 serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3777-60 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60 serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3550-14 lot# n344666, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14 lot# n344666, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient had more pain in her right leg and she wanted a new program. She had the same pain in her left leg but the right leg had gotten worse. The patient met with a company representative on the day of the report for reprogramming as she only had one program. A new program was created, and the device was turned back on. As it was turned back on, the patient¿s eyes rolled up and she was trying to talk but couldn¿t get the words out. Her husband stated that she was ¿just having a seizure.¿ he stated that she had them all the time and came out of them quickly. The representative immediately turned off the device and called for the nurse and physician. The patient did not want to go to the ER as she had seizures all of the time, however, they did go to the ER. The programming was not finished. When the representative called the patient 3 hours later, the patient was back at home. As of (B)(6) 2015, the representative did not have any further information on the how the patient was doing. Additional information was also requested from the patient's physician. If received, a follow up report will be sent.